Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/07/2016, that on (B)(6) 2015, there was frequent times when the patient was not able to view his blood sugar levels. No additional event or patient information is available. No product or data was provided for evaluation. The reported event of the receiver ceasing to function. A root cause cannot be determined.